Event description:
It was reported that 4 days after the procedure to treat the right internal carotid artery with an xact stent, the patient experienced dizziness, weakness, near-syncope, and visual blurring with upright posture. The patient had blood pressure of 90/60 on admission through the emergency department. The patient was treated with intravenous fluids and midodrine, and the symptoms improved. The diagnosis was exaggerated vasodepressor syndrome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension, visual disturbances, dizziness and weakness are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.